Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that earlier that day, the customer experienced an elevated blood glucose (bg) level of 250 mg/dl. The customer took a manual injection. At the time of the call, the customer's bg level was 129 mg/dl. System check was not performed, as tandem technical support was not contacted at the time of the reported issue. A recommendation was made for the customer to contact the healthcare provider regarding bg levels.